Event description:
During a ptca treatment procedure, the quantum maverick monorail 20/3.0 mm balloon ruptured at 20 atms on the third inflation. (The number of atms reached on the initial two inflations is unk.) The lesion being treated was a calcified, 90% stenotic lesion in the proximal left anterior descending (lad) coronary artery. The physician used an unk introducer sheath for vascular access and a bmw guidewire and a 6f launcher ebu3.5 guide catheter to cross the lesion. He initially dilated the lesion with a maverick2 monorail 20/2.5 mm balloon, but because the results were insufficient, the quantum maverick monorail was removed and replaced with another balloon to successfully complete the procedure. No pt injuries or complications were reported. Pt status is reported as 'good.'